Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the cartridge alarm and arranged to replace the pump. The customer was informed of the necessary steps to return the problematic pump and receive the replacement, continuing to use the current pump as backup therapy.